Event description:
After an implantation period of approximately 2 months it was reported that the lead was repositioned. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened, should additional data become available.

Manufacturer narrative:
We were notified that on (B)(6) 2022, the patient suffered from diaphragm stimulation and the lv lead was dislodged with loss of capture. On (B)(6) 2022, this lead was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened, should additional data become available.